Event description:
(B)(4). Memory loss/brain fog, lack of motivation, snoring, sleep apnea, depression, fatigue, weight gain, joint pain, pelvic pain, adrenal fatigue, teeth problems, loss of periods, change in sex drive, declining vision - eye sight problems.